Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a failure code 814:04, which occured upon power up in the general pt ward. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A service history review revealed no previous service events were related to the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
The reported condition of failure code 814:04 was confirmed but not duplicated due to a defective ail pcb (air-in-line printed circuit board). The ail pcb was replaced and calibrated to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4)